Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak at the hub of the tubing shortly after the start of a transfusion of prbcs. The set was disconnected before the blood reached the patient's line; only saline had infused. A new unit of blood was infused with a new tubing. No patient harm was reported.